Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. A cartridge change was performed resolving the occlusion.